Event description:
The everflex stent size 7mm x 80mm, was partially deployed in the packaging. The stents ref: prb35-07-080-120, lot # b702281 and expiration date is 03/07/2027. The defective product was removed from the sterile field and a new stent was opened.